Manufacturer narrative:
User facility was aware that cleaning agents they were using were prohibited per the user instructions. They were aware that damage had occurred to their light covers. The user has been informed to follow the user instructions and not to use prohibited cleaning agents.

Event description:
A piece of paint chipped off of a light head during a surgical case landing on the patient. The piece did not enter the sterile field and no injuries were reported. User facility is cleaning surgical lights with an unapproved cleaning agent, per the user manual.